Event description:
Additional information has been received stating that patient (pt) wasn't instructed for changing and programming on leave of machine. Called medtronic <(>&<)> got wonderful person <(>&<)> took time to make sure pt could control the machine <(>&<)> adjust easily. No charges for long time <(>&<)> adjust easily.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller attempted to place implantable neurostimulator (ins) into MRI mode but received "not found communicator " tss (technical services) had caller reset communicator several times and restart handset with no resolution. Tss could hear the recharger beeping in the background and had caller power off the recharger but the handset was still showing "not found communicator" when trying to connect. Patient was at the MRI facility and caller didn't have much time to troubleshoot so tss elected to replace communicator. Patient stated they've never been able to control their pain level - with their previous devices they were able to increase stim but they've never been able to do that with this ins and it says they can't control it. They also mentioned the charge only lasts 3 days. The issue was not resolved through troubleshooting. A request was sent to the repair department for the communicator.